Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the 2 month post op panorex demonstrates bilateral mandibular plate and screw fixation device. Malleable plate and screw fixation devices of the maxilla bilaterally. No radiolucency. The 4 month post op panorex demonstrates bilateral mandibular plate and screw fixation devices and maxillary malleable plate and screw fixation devices. No radiolucency or bony fracture. Bilateral maxilla and mandibular hardware with no evidence for fracture or loosening. The overall fit and alignment of the implants is appropriate with normal bone quality. No signs of loosening, wear, dislocation, radiolucency. No contributing factors are identified. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of the issue and an investigation was conducted. Review of the DHR shows that all parts were designed properly per applicable work instructions. Review of the design shows that the fossa and mandible implants seat well with each other. There are no apparent issues with the design. Without post-operative CT scans to compare the planned vs actual position and given that there are no issues with the design, no definitive root cause can be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient is having unknown issues and is trying to determine which set of measurements were used to fabricate the custom implant. The surgeon reports that the second set of scans were used and that the tmj procedure with the custom device went well. The patient is progressing in her treatment. The surgeon indicated that the patient is really stressed.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, d6, g3, g6, h2, and h11.

Event description:
It is reported that the patient is having unknown issues and is trying to determine which set of measurements were used to fabricate the custom implant. The surgeon reports that only one scan was received, so it is unknown which scan was used. And that the tmj procedure with the custom device went well. The patient is progressing in her treatment. The surgeon indicated that the patient is really stressed.

Event description:
It is further reported by the patient that they have experienced popping noises with no pain at 10 weeks post op.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections a2, b4, b5, b7, g3, g6, h2, and h11.